Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What color cartridge was used? Does the surgeon routinely wait 15 seconds prior to firing? Was there any alleged deficiency of device during surgical procedure? How long after the initial procedure was the bleeding identified? Was the location of the bleeding identified? Can additional information be provided in regard to shape of malformed staples?

Event description:
It was reported that there was a failure due to malformed staples of the reloads in some staple line in a thoracoscopic surgery (wedge resection) and it caused bleeding. Therefore, the patient needed another surgery to stop the bleeding.